Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. However, based on the review of the x-ray imaging provided to abbott, the conductors appear to be externalized.

Event description:
During an unrelated device replacement procedure, the right ventricular (rv) lead parameters were tested and a defibrillation threshold (dft) test was performed and all values were normal. Following the device exchange, diagnostic imaging revealed that the conductors of the rv lead were externalized. Since all electrical parameters were normal, the lead remains implanted and active. The patient was stable with no consequences.